Manufacturer narrative:
A site representative reported that when they initially booted their imaging system, it would not proceed past the intel screen. Issue resolved upon rebooting the system, but the mobile view station (mvs) and image acquisition system (ias) lost communication in the middle of a case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The mobile view station (mvs) interface cable was returned to manufacturer for analysis, and it was discovered that the cable directly caused the reported event due to a broken connector pin (pin 1). Replacement of the cable resolved the issue. No other issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when they initially booted their imaging system, it would not proceed past the intel screen. Issue resolved upon rebooting the system, but the mobile view station (mvs) and image acquisition system (ias) lost communication in the middle of a case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.